Event description:
A nurse reported experiencing intermittent problems with the footswitch during a cataract procedure. Since the problem was intermittent, they were able to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).